Event description:
Resident fell down during transfer to toilet via medcare stand. Two mast/base bolts broke causing the mast to move towards the resident. The resident fell to the floor with her feet still in the foot tray and knee pad pushing her shins downward. Bruising was the extent of the resident's injuries. Bruising on her legs from the knee pad and a bruised right arm from hitting the wall. No hospitalization was required.

Manufacturer narrative:
Medcare provides a two year hardware warranty on our products. The machine in question was over four years old.